Manufacturer narrative:
The facilities maintenance has not returned hill-rom's attempts to determine a resolution to the alleged malfunction.

Event description:
Info received indicates the hi/low function of the bed is drifting down.